Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters and brake mechanism was worn. He replaced the casters and the brake mechanism to repair the bed.